Event description:
Dr was starting a bladder stone removal using electohydraulic lithotriptor and when power was engaged tip of probe came off in pt. Dr retrieved the piece immediately; he replaced probe and then completed procedure. There was no adverse effect on pt; pt condition post-op was stable. Probe was not returned for eval; it was discarded by hosp.